Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. Upon receipt at our post market quality assurance laboratory, this device was confirmed to be operating in safety mode. Review of stored data noted memory errors were recorded while the device was implanted, which resulted in the device moving to safety mode with limited programmability, in which single chamber pacing therapy remained available. An engineering-level tool was used to move the device back to primary operation and the device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis results are consistent with devices that have been exposed to radiation; however, the source of the radiation exposure is unknown. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that this pacemaker entered safety mode when it was checked before an implant procedure. No patient involved. This device has been received and analyzed.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker entered safety mode when it was checked before an implant procedure. No patient involved.